Event description:
It was reported that a system error (se) 2367 (discontinue therapy) alarm. This occurred on the homechoice (hc) device during use. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm, by cycling power on the hc. The tsr instructed the hp to disconnect from the setup. There was no adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.